Event description:
Information received by medtronic indicated that the customer received multiple allegations like changing battery more frequently, reservoir makes cracking noise, no delivery alerts, buttons less responsive . Troubleshooting was declined. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. No prime anomaly noted during testing. Unit successfully downloaded to thus. No unexpected insulin flow blocked alarms noted during testing. All buttons function properly. However, moisture damage noted on keypad traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed insulin flow blocked alarm noted on 02/12/2024 18:06:42.000 in the pump download history. Confirmed the pump alarmed low battery alert on 02/05/2024 07:23:00.000 in the history files. These alerts are expected and occur during normal pump operation. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. No moisture damage noted to the electronic assembly or motor assembly during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay, serial number label missing, corroded battery tube, and corroded home switch. Confirmed cosmetic damage to the battery compartment. Pump passed required testing and no prime anomaly noted during test. Confirmed all buttons function properly during analysis. However, moisture damage noted at keypad traces. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test. No power errors noted and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.